Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose was 25mg/dl at the time of the incident. The customer declined to troubleshoot the low blood sugars. The customer stated his concern was his sensor supply order he needs them. The insulin pump will not be returned for analysis.